Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the beta bionics ilet user reported receiving repeated alerts from the ilet device indicating rapidly falling glucose. At the time of the call, glucose was displayed as 80 mg/dl on the device and measured at 69 mg/dl by fingerstick. Technical support recommended treating with fast-acting carbohydrate and retesting after 15 minutes. The user expressed frustration with multiple alerts but confirmed no contributing factors during the day. The user indicated a preference to avoid further lows and considered stopping pump use but was advised to properly treat the low. The user acknowledged the guidance. No symptoms, external assistance, or medical intervention occurred.